Event description:
It was reported that a long hair was found in a minicap. There was no patient involvement. No additional information is available..

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and the evaluation is complete. Visual inspection confirmed the reported problem. One end of the hair was inside the minicap and under the sponge, the other end was heated sealed and linked together with the foil. This was determined to be a manufacturing issue, and a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6) . The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.